Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with 75% stenosis in an unspecified artery. During the procedure the stent was unable deploy due to a balloon leak. There was blood noted in the syringe and there was no stent deployment. The device was withdrawn with resistance from the patients anatomy. Another device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspection was performed on the returned device. The reported inflation issue and rupture were confirmed. The resistance during removal was not confirmed as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Additional information received reported that the lesion was located in the iliac artery with heavy calcification and no tortuosity.